Event description:
Caller reports that a pt tested >8 inr on device uf0234562 and uf0221737 during duplicate testing and a comparison lab value returned as 5.4 inr. Caller states that pt's coumadin was held in response to device results, however, no adverse event reported. Requested return of suspect device and replacement was sent.